Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg did not connect with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. The issue was resolved and patient is stable.

Manufacturer narrative:
The reported observation of the inability to connect with the ipg using the patient controller or clinician programmer was confirmed. The root cause of the report observation was due to the device entering the service application state. No detailed information was provided from the field stating if the patient had any procedures or therapy around the observation date. The cp logs returned from the field did not have the returned device populated in the files. It was noted therapy was turned off using a patient controller the day prior to the device entering service application state. At the time the device entered service application state, the battery voltage was 2.98v, which is considered very good. Per the clinicians manual arten600266417 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).